Manufacturer narrative:
Upon investigation of the actual devices used in this incident, it was determined that the issue occurred because a computer within the network was sending internet protocol version 6 (ipv6) requests in a loop. A field service engineer worked with the information technology personnel to identify the computer generating excessive ipv6 traffic. The problematic computer was disconnected from the network, which restored normal communication. All stations were confirmed to be functioning properly after the repair. Proactive inspection check was conducted. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ es generic server, user mentioned that multiple stations had black screen. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.